Event description:
It was reported that a physician completed a novasure endometrial ablation in (B)(6) 2013 (exact date unk). Sometime after the procedure the patient returned to the hospital (exact patient symptoms unk) and the physician performed a laparotomy and colostomy. The physician visualized a thermal bowel injury and a perforation in her sigmoid colon. The patient remained in the hospital for seven to eight days. The patient was discharged home. In (B)(6) 2014, the patient returned to the hospital for a colostomy reversal. It was reported by the physician on (B)(6) 2014, "the patient is doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).